Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated an error and due to the system's limitation this report is being submitted.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18145323 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f .070 judkin's right (jr) 4 x 100cm vista brite tip guiding catheter was found with hair material in the package. "The product conference in entrance to warehouse cordis". There were no reports of patient injury. The "material" is in the cordis warehouse and will be returned for evaluation.

Manufacturer narrative:
During product evaluation, it was observed that a hair was trapped between the product label and the exterior surface of the pouch. Therefore, this event is no longer reportable.